Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a follow up remotely via a merlin.net transmission. The right ventricular lead exhibited noise and increased capture thresholds. The physician elected to reprogram the device. The patient was asymptomatic and would continue to be monitored.